Manufacturer narrative:
Initially, it was reported that the issue reported was assessed as a reportable ¿hemostatic valve separation¿. However, additional information was received on february 8, 2020. A very small amount of serosanguineous fluid leaked out. The caller did not know if the hemostatic valve broke, it was observed to just leak. Neither the hemostatic valve nor the brim cap separated from the sheath. No percutaneous nor surgical removal was required. Based on this additional information, the issue was reassessed to a ¿catheter leaks¿ issue. The catheter leaks issue was assessed as not MDR reportable as it is highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that after the procedure was completed, it was noticed that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small hemostatic valve had been leaking back blood and irrigation fluid. The caller noted that at this point, the catheter was removed from the sheath, and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was pulled down into the inferior vena cava. The caller stated that the carto 3 system was operating per specification and was not responsible for the product issue. There was no report of patient consequence. The issue was assessed as a reportable hemostatic valve separation.